Event description:
It was reported by the patient's family member that the right ventricular (rv) lead was defective and had to be replaced. Follow up with the physician determined that the patient had experienced ventricular fibrillation and nearly died and because of the high risk of reoccurrence or lead failure following the episode the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was blood in/on the helix mechanism and there was apparent explant damage.